Event description:
Reference number (B)(4). Event occurred in canada. The customer reported experiencing high blood glucose readings of 288mg/dl. The patient was uncertain about what led to this event. The high blood glucose event resulted in hospitalization on (B)(6) 2025, with a blood glucose value of 241.2mg/dl upon admission. The hospitalization lasted more than 24 hours. During the hospitalization, insulin was administered. The patient did not test for ketones prior to hospitalization, and the reason for admission was documented as "high blood glucose levels." No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged medical device report (MDR) retraction: the initial MDR with manufacturing report number (3003442380-2025-13815), was submitted on 17-sep-2025. However, based on the reassessment on 06-feb-2026, it was determined that the serious injury was not related to the infusion set, and there is no allegation against unomedical products (infusion set). The event was due to a pump issue. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.